Event description:
It was reported that the patient presented to the clinic after receiving an alert for eri. Upon interrogation, noise was seen on the rv lead. Physician attempted to explant the lead but the lead was adhered to the atrial wall and the wall tore when being removed. A thoracotomy was performed and the tear was repaired. A portion of the lead was explanted and the remaining lead was capped.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received notes that prior to the procedure, fracture was observed. During the procedure, the patient suffered pericardial effusion due to perforations of the superior vena cava and the inferior right atrium. The patient experienced cardiac arrest. An emergency cardiopulmonary bypass was performed. On (B)(6), 2013, the lead was further dissected as the patient experienced pain due to a perforated lead. The patient tolerated the procedure well.

Event description:
New information received notes that prior to the procedure, increased lead impedance and externalized conductors were observed under fluoroscopy.